Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the wires on the electronic control unit (ecu) were damaged, and gears, bearings and seals were worn. The assignable root cause was determined to be most likely due to normal wear on internal mechanical and electrical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.